Event description:
Per the clinic, the device was explanted on (B)(6) 2011, due to incorrect position of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device is not available for analysis. This report is filed august 4, 2014.

Manufacturer narrative:
(B)(4).